Event description:
It was reported that a shaft break occurred. Vascular access was obtained via femoral artery. The 100% stenosed, 16x2.5mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 16mm liberté stent was advanced and subsequently the device's shaft broke. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a liberté stent delivery system (sds) and stent with a liberté shelf box, product pouch, carrier tube (hoop), product mandrel and protective tubing. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The batch number on the returned packaging and device matched the reported batch number. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 25cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via femoral artery. The 100% stenosed, 16x2.5mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 16mm liberte stent was advanced and subsequently the device's shaft broke. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.